Event description:
During a follow-up, a loss of capture and decreased pacing impedance were observed on the device. Premature battery depletion was suspected but not confirmed. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of premature discharge of battery, failure to capture, and low pacing impedance were confirmed. The device had no output and no telemetry upon receipt. The device was cut open and battery voltage was measured to be at end of life (eol) level. A longevity calculation was performed and found the battery depleted prematurely. Further analysis revealed high current drain by the hybrid circuitry. An anomalous integrated circuit (ic) was found to be the cause of the high current, which drained the battery prematurely consistent with the reported events.